Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 511 mg/dl as she was receiving a calibration needed alert. In order to stabilize blood glucose, the user temporarily disconnected from the pump and administered a fast-acting insulin injection as backup therapy. No outside medical intervention was required.